Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, model #: 1420, catalog #: 1420, expiration date: 30-sept-2018, serial#: (B)(4), UDI #: (B)(4). Device available for evalution: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun . Mfg date: 30-sept-2017, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller, model #: 1420, catalog #: 1420, expiration date: 30-sept-2018, serial#: (B)(4), UDI #: (B)(4). Device available for evalution: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-sept-2017. Labeled for single use: no .(B)(4). Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that after a controller exchange the ventricular assist device (vad) exhibited high power, a vad stop, and was running on a single stator. The primary controller exhibited a controller fault alarm due to a depleting internal battery which prompted an exchange to the back up controller, accompanied by a loss of power, no power alarm, and vad disconnect alarm. The backup controller subsequently exhibited an electrical fault alarm along with a vad disconnect alarm, no power alarm, and a loss of power. The controllers were exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: (B)(6) h6 FDA method code(s): b01, b15 h6 FDA results code(s): c020701, c05, c18, c19 h6 FDA conclusion code(s): d02, d01, d11, d1105 d4: (B)(6) h6 FDA method code(s): b01, b14, b15 h6 FDA results code(s): c07, c16 h6 FDA conclusion code(s): d0301, d01 product event summary: the pump was not returned for evaluation. Two (2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of controller 2 manufacturing documentation confirmed that the device met all requirements for release. Visual inspection of controller 1 revealed contamination within both power ports. A visual inspection of controller 1 and controller 2 under 10x magnification revealed hairline cracks around power port two (2) of each controller. An internal inspection of each controller did not reveal evidence of fluid ingress. Additionally, internal inspection of controller 1 revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. A possible root cause of the observed power port contamination can likely be attributed to the handling of the device. Based on an investigation conducted under an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this internal investigation is closed, controller 1 and controller 2 fall within the bounds of this internal investigation. Based on an investigation, the root cause of the crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing of controller 1 revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during bench testing, which indicated an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Review of the controller log files associated with controller 1 revealed two (2) controller fault alarms logged on 06/mar/2021 at 12:19:56 and 12:55:16, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed four (4) vad disconnect alarms logged since 12:21:07 on 06/mar/2021 and a controller power up event logged at 12:21:54 on 06/mar/2021, likely due to troubleshooting of the controller and/or the reported controller exchange. Failure analysis of controller 2 revealed that the controller passed functional testing. During supplemental testing, the controller was connected to a test motor fixture for an extended period of time; results revealed that the reported alarms could not be replicated. Internal inspection revealed that a wire associated with the front stator was not properly connected to the controller's driveline port molex connector, resulting in an intermittent connection. Review of the controller log files associated with controller 2 revealed multiple controller power up events logged on 06/mar/2021 between 13:00:58 and 13:35:58. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 12/jun/2018, indicating that the power up events occurred during a controller exchange and/or troubleshooting. Log file analysis also revealed four (4) electrical fault alarms, eight (8) high watt alarms, and six (6) vad disconnect alarms logged on 06/mar/2021. The electrical fault alarms, logged between 13:01:10 and 17:04:50, were due to the front stator not being connected, causing the pump to run on a single stator. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. The vad disconnect alarms were due to physical disconnections of the driveline from the controller, likely due to the reported controller exchange and/or troub leshooting of the controller. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the controller power up events and vad disconnect alarms can be attributed to a controller exchange and/or troubleshooting. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the reported electrical fault alarms and high watt alarms can be attributed to an improper assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.